Manufacturer narrative:
The host module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The host module was tested. The reported event was not replicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a surgery an ophthalmic console froze intermittently. There was no report of patient harm. Additional information confirmed that the event occurred after a vitrectomy surgery for retinal detachment. There was no system message(sm) and boot up sequence was complete.